Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Customer's blood glucose was 201 mg/dl. Customer was unable to clear alarm at the time of report, and declined any further follow up from tandem technical support.